Manufacturer narrative:
A device history record was conducted, and all manufacturing operations were found to be within specification. A review of the lot 772074 history found no confirmed complaints of fast flow for the lot reported. I-flow received one empty and used sample for evaluation and investigation. The pump was refilled with normal saline solution to the fill volume of 60ml and a flow rate accuracy test was performed. The flow rate accuracy was within specification. In addition, retain samples from lot 772074 were tested. The pumps were filled with normal saline solution to the nominal fill volume of 60 ml and a flow rate accuracy test was performed. The flow accuracy test results were found to be within specification. Product complaint was not confirmed.

Event description:
(Drug/diluent: sandostatine 300 ng 30ml + 30ml of nacl). Flow rate too fast. (Fill volume: 60ml and flow rate: 2ml/hr). Infused in 16 hours instead of 24 hours. No adverse event occurred. Date of event: (B)(6) 2008.